Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a damaged stylet was confirmed, but the exact cause was not determined. One 8fr navarre drainage catheter was returned for investigation. The catheter was received with two broken stylets. One stylet broke near the hub. The other stylet broke 7.3cm from the hub. A microscopic examination of the fractured ends of the stylet revealed jagged edges and loose fragments of material. The complaint samples were forwarded to the manufacturing facility for further review. A review of the manufacturing records showed no potential contributing factors to the stylet damage. The product IFU cautions, ¿do not use excessive force when inserting stiffening cannula to straighten catheter (pigtail). Catheter tip may be straightened manually to aid in insertion of stiffening cannula.¿ a lot history review (lhr) of gfav3166 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (gfav3166) have been reported from the same singapore facility.

Event description:
It was reported that the plastic stylet broke near the top of the catheter when the nurse was threading it through the catheter. A new navarre kit of the same lot number was opened to replace the alleged broken stylet. The new plastic stylet was reportedly threaded successfully into the catheter and catheter was inserted into patient successfully. However, after completion of procedure, it was alleged that while the operator was taking out the plastic stylet, this new plastic stylet also broke off. It was reported that the operator confirmed there is no plastic stylet remaining in patient. This file addresses device two of two.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation, as the device was discarded after the event occurred. A lot history review (lhr) of gfav3166 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (gfav3166) have been reported from the same (B)(6) facility.

Event description:
It was reported that the plastic stylet broke near the top of the catheter when the nurse was threading it through the catheter. A new navarre kit of the same lot number was opened to replace the broken stylet. The device was not used on the patient.